Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 12/16/2016 to report black fluid leaking from the battery compartment of her purely yours breast pump while pumping on battery power on (B)(6) 2016. She reports hearing a sizzle sound in the battery compartment prior to noting the leaking black fluid. Customer reports no burn or property damage occurred in this event.